Manufacturer narrative:
The insulin pump was received with extremely scratched display window, cracked display window corner, and cracked reservoir lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had cracks on the screen. Customer didn't know his/her blood glucose level. Customer wasn't in a car accident. The cracks are located on the lower left corner of the screen. Customer finds it difficult to see anything on the screen. Customer agreed to return the device for analysis.